Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the locking mechanism would not disengage from the tensioner and the band fractured. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Event description:
Additional information was received. It was reported after the band snapped, the surgeon removed the band and implanted the plate without the band at fifth intercostal space.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information./

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Three tensioners were included in the package along with three broken bands. The first tensioner was returned with a fractured band locked inside and a locking mechanism still in place at the bottom. Functional testing was done by raising the t-handle to attempt to release the mechanism, however, the locking mechanism did not release. The complaint is confirmed. The other two tensioners were returned with fractured bands, but no locking mechanism. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the anti-rotation sleeve disengaging from the locking mechanism, which allowed it to spin on top of the locking body and become stuck in the tensioner. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.